Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Loosening interface debonding of cement-tibial implant interface as well as cement-bone interface on tibia.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial insert; unknown knee femur; unknown bone cement.

Event description:
The patient was booked in for a revision on the (B)(6) 2018 due to loosening and medial collapse of the attune tibial tray implanted 18 months ago. The patient has a high bmi and was implanted with primary attune implants in (B)(6) 2017. Patient consequence? Yes. Patient consequence description: patient had to have her attune tibia revised after 18 months implantation due to tibial loosening and medial collapse of the tibial tray. Action taken for procedure: tibia was revised with an attune stemmed revision tray. It appears the primary tray was undersized and the revision tray was upsized to a size 5. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.